Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient receiving morphine ( 20 mg/ml at min rate) via an implanted pump. It was reported about a month ago or less the patient went to the facility with a pump alarm for eri and the end of service date of (B)(6) 2020. There were no other pump alarms per caller. The patient was referred to the pain management doctor to have the pump replaced. The patient was also due for a refill at that time. At the refill "a few cc's" was the expected reservoir volume but the pump was totally full of fluid. The fluid aspirated from the pump was "cloudy". This issue occurred about a week or 2 ago. At that time the pump was programmed to min rate mode and the patient was scheduled for a dye study which was to occur today. Tech services troubleshooted with caller reviewing pertinent information per caller's inquires. The caller will confer with patient and doctor. No symptoms were reported. Additional information received from a consumer via a manufacture representative reported the pump was last filled in (B)(6) of 2018. The pump was refilled 2 weeks ago and placed to minimum rate. They were unable to aspirate the catheter access port, cap. A CT scan was ordered but the results are not known yet. The patient's weight was not known. The plan was to possibly remove the pump & catheter or just replace catheter. Pump will be returned if explanted.